Event description:
Boston scientific received info that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and subcutaneous electrode received a shock while moving around in bed and using their left arm to pull up on the table. This occurred approx 7 hours post-implant. Ecgs were reviewed and clean (noise not reproducible). Boston scientific technical services (ts) was contacted and recommended x-rays. Additional info has been requested of the field rep. The field rep confirmed that the patient remained in the hop following the inappropriate therapy event. The device was turned off for 48 hours. Defibrillation threshold (dft) testing was performed again and was successful. The patient was recently followed with observations of inappropriate sensing. The field rep confirmed x-rays were taken, but he was not aware of the results. No adverse patient effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.